Event description:
Report received of an under-delivery. The pump was received in the biomedical engineering department with an unsigned note that read: "air in line". Reportedly, the pump sounded an aubidle alarm and displayed the message, "air in line". The pump was reported to have the bubble sensor assembly out of position. The pump was repaired. During further testing, it was reported that the pump under-delivered. The pump was reported to deliver a measured volume of 17.8ml from an expected delivery of 20ml. Performance verification delivery accuracy specifications for this device required delivery of 20ml +/-1ml (+/-5%). There were no reports of any adverse patient event while the pump was in clinical use.